Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
On (B)(6) 2026, the patient experienced an event where they took off the cap cover from their infusion site and removed the sticky adhesive paper from their infusion site, and got their finger stuck on the sticky adhesive.